Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump emitted a replace battery alarm with code 128-fxxx three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed cs 128-fe88 replace battery alarms. The corresponding voltages at the times of the alarms were not low. A replace battery alarm was not duplicated during testing. Current draws measured within specifications.